Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 on the home choice (hc) machine during dwell 3. The technical service representative (tsr) has the home patient (hp) cycle power and the se 2367 alarmed. The hp would disconnect from the hc. The hp stated would continue with therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The home patient stated that after starting over with new supplies no further issues were found. The home patient also stated that they have already disposed of the supplies and no further information is available at this time. The home patient also stated no companion samples were available. No patient injury or medical intervention was reported. This report for the system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. Not enough data is available to identify root cause; therefore, the root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.